Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farapulse clinical procedure was completed on (B)(6) 2025 involving a farawave nav catheter. The following day the patient experienced hemolysis with acute renal failure (creatinine 164 mol/l), hepatic cytolysis (alat 96 ui/l, ggt 44 ui/l), and free bilirubin jaundice (42 mol/l). The patient received laboratory testing for blood work, and received IV hydration. It was noted that this condition is ongoing. The patient was hospitalized between (B)(6) 2025 and (B)(6) 2025. As this event occurred post index procedure, the device is not expected to be returned for analysis.